Event description:
It was observed during device evaluation that the autoclavable camera head had a metal part of the cable protruding, a loss of watertightness, and a rattling coupler. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable root cause of the metal part of the cable protruding and the loss of watertightness was a cracked cable unit, while the most probable root cause of the rattling coupler was deformation of the coupler unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.